Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a thyroidectomy procedure on (B)(6) 2015 and drain was implanted. When started to suction, the suction did not activate. Another like a device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information has been requested.